Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "bumps, like granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with one syringe of juvéderm volbella® xc. Three months later, the patient experienced ¿swollen lips¿ that comes and goes. The injector also noted ¿bumps, like granuloma.¿ no treatment was provided. No biopsy results confirming granuloma have been received. The symptoms are ongoing.